Event description:
It was reported that during a roux-en-y procedure the device was activating but not coagulating very well, there was minimal bleeding due to small vessels were being cut. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.